Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer's blood glucose ranged from 72-90 mg/dl. The customer reverted to an alternate method in insulin therapy.